Manufacturer narrative:
The reported event of lead noise was not confirmed. A complete lead was returned in two pieces. Final analysis found internal insulation abrasion at 8.1 cm to 9.6 cm from the distal tip. The insulation abrasion breached the cable lumen with no damage noted to the ethylene tetrafluoroethylene (etfe) cable coating. Internal insulation abrasion was also noted at 11.6 cm to 11.8 cm from the distal tip. The insulation abrasion breached the right ventricular (rv) cable lumen with no damage noted to the etfe cable coating. External insulation abrasion was additionally noted at 8.5 cm to 9.9 cm and 9.6 cm to 9.9 cm from the distal tip. The insulation abrasion breached the rv cable lumen with no damage noted to the etfe cable coating. The external abrasions were consistent with friction with another device or feature of the heart.

Event description:
Related manufacturer reference number: 2017865-2021-11170. It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's atrial lead was dislodged. It was further noted that the patient's right ventricular lead was exhibiting noise over-sensing. Both leads were extracted, and the right ventricular lead was replaced. The patient was stable.